Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient¿s pacemaker would flip around and protrudes out of chest. The patient had discomfort and felt a burning sensation in the implant site. Additional information was received indicating that the pacemaker was repositioned deeper as it was giving pain to the patient and would flip around. The pacemaker remains in service. No additional adverse patient effects were reported.